Manufacturer narrative:
The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display and reservoir windows, and a stained end cap sticker. No burn mark was noted.

Event description:
It was reported that the customer's blood glucose seems to fluctuate greatly. Customer's blood glucose will be high and then all of a sudden it will drop. Customer's blood glucose was 30.2 mmol/l. Customer's mother is concerned and stated that she saw a burn mark around the medtronic sticker. It was explained that there is a sign of a motor issue, which is affecting insulin delivery. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.